Event description:
The carbon fiber rail was split and sent for repair. Our initial eval found the aluminum insert that is glued into the rail had delaminated.

Manufacturer narrative:
During eval of a non-related repair, it was noted that the aluminum block had delaminated from the carbon fiber rail. Further investigation will be performed and will advise upon completion ((B)(6) 2011).